Event description:
Hamilton medical ag received the following incident description: during pm, ppat potentiometer would not adjust and remained outside of specifications.

Manufacturer narrative:
Servo valve has been replaced.

Manufacturer narrative:
Servo valve has been replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ppat (proximal pressure at the patient) potentiometer would not adjust and remained outside of specifications. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement servo valve was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the servo valve, as no further complaints have been reported.

Event description:
Hamilton medical ag received the following incident description: during pm, ppat potentiometer would not adjust and remained outside of specifications.

Manufacturer narrative:
Servo valve has been replaced. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: during pm, ppat potentiometer would not adjust and remained outside of specifications.